Event description:
It was reported that eight days post implant the patient was transferred to the hospital where the physician suspects pneumothorax and perforation. The physician believes the right ventricular (rv) lead has perforated the right ventricle. Since the patient is not rv paced, the lead was explanted and the rv port was pin plugged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, implanted: (B)(6) 2014.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.